Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The user facility reported a patient experiencing myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and developed ischemia in the left leg following placement. The pulse in the left leg became absent, and the flow had stopped in the extremity. There was no dopplerable pulse beyond the popliteal artery, and the leg became postured and stiff. The patient was escalated to impella 5.5 support, and a vascular surgeon was consulted for potential completion of a fasciotomy. Days following, the patient's family made the decision to withdraw care, medical safety review outcome noted there is not enough information to associate use of the device with the patient's demise.